Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon and then a 2.75x24mm promus element stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the lesion was re-dilated. The procedure was successfully completed by implanting a 2.75x20mm promus element stent. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Rows 4-6 had struts raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).